Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to oversensing. It was not possible to confirm lead fracture on radioscopy. The lead was capped and replaced.